Event description:
Complainant alleged that while attempting to treat a patient the device displayed "poor pad contact" and "check pads" messages. Complainant indicated that during subsequent testing, the device failed electrical safety test for ground resistance. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.